Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Product is working as designed. Most likely underlying root cause: (B)(4) user has high glucose value. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for hi reading. Receptionist is calling on behalf of the customer who is also present. The customer is concerned with results of hi. The expected fasting blood glucose test result range is undisclosed. The customer feels well and did/ did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results the product storage location is undisclosed. During the call on (B)(6) 2017, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 04/18/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer refused to continue trouble shooting. Called ended after the customer states that he will called his doctor. Customer sates he feels well but his blood sugar runs in the 800mg/dl. Explained to customer that a hi means that his blood sugar may be over 600mg/dl. Customer is newly diagnose, customer stated that with other products his blood sugar has run over 800mg/dl, he wanted to know what does a hi means because the true metrix meter read hi. Customer refused to continue troubleshooting.